Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not ventilate. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not ventilate. The service engineer (se) reviewed the event log, and evaluated the device, and was unable to find any issues. The se performed a complete preventive maintenance (pvt) on the device and confirmed that the device was working correctly. The device was returned to service.

Manufacturer narrative:
(B)(6).